Manufacturer narrative:
The reported event of ipg turning off by itself was not confirmed. The ipg was received with magnet mode set to "magnet on/off" meaning a magnet could be used to turn on stimulation and turn off stimulation. All the ipg channels were programmed using aggressive settings and monitored on the oscilloscope for about two hours. The ipg never turned off on its own. Also, the output signals did not deviate from the expected levels when stimulation was turned on. The returned ipg passed all functional testing (bench and autotest). No root cause was identified for the reported event.

Event description:
It was reported surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.

Event description:
It was reported the patients ipg turns off on its own. Surgical intervention may be pending to address the issue.